Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen shown black after reboot, but the screen was black. A field service engineer (fse) found the station powered off and unable to turn on. Power cycling from the rear switch did not resolve the issue, though the outlet had power. All rear connections were checked, and the drawers were disconnected one at a time while attempting to power on the station. The fse found that issue was due to drawer board malfunction. The drawer board was replaced, and the station powered on successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced a black screen issue. The device was rebooted, but the screen remained black. The customer was unable to access the system to retrieve medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.